Event description:
Used once and worked. Put new load in and closed it. Unlocked it and went to fire it, and it only went 1mm and almost did not open. Was stuck for 30+ seconds. Tried again outside the body; same problem.